Event description:
It was reported that the patient presented with a problem of giddiness. The pulse generator would not interrogate, and failed to respond to the magnet.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of output and telemetry, due to premature battery depletion. The battery was prematurely depleted due to high current drain, caused by a defective capacitor.